Event description:
Drug/diluent: marcaine plain 0.5%. Fill volume: 270ml & flow rate: 5ml/hr. Procedure: right above knee amputation. Cathplace: right stump. Catheter broke inside the pt during removal. Pt had knee surgery on (B)(6) 2011. Catheter was removed on (B)(6) 2011 and during removal, it broke, however, the fragment was removed as well on that date. Catheter and pump were on-q (pump was a 270ml, 5ml/hr pump) but neither was saved for return. These items were not returned when the pt came back for the catheter removal. Date of event: (B)(6), 2011. Anp: asked but not provided.

Manufacturer narrative:
Method: no sample was returned for eval and investigation. The lot number was not provided, therefore, the device history records could not be reviewed. I-flow has prepared a technical bulletin in order to prevent or decrease catheter breaks entitled: "tips for preventing in-situ catheter breakage with the on-q post-op pain relief sys." (1303971, rev. B). The pt guideline insert, I-flow has provided catheter removal instructions to ensure safe removal (1305285, rev. D). The directions for use (dfu) (1306078, rev. D) provide cautions and directions on catheter removal if resistance is encountered. Results: the device was discarded. Without the sample, lot number, a complete analysis cannot be conducted. If add'l info pertinent to this complaint becomes available, I-flow will submit a f/u report.